Event description:
While preparing the 3.50 x 23mm cypher select the physician noticed that the hub was cracked. The product was not clinically used.

Manufacturer narrative:
This device (lot i0906133) is distributed outside the united states; however, it is similar to the united states product. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.